Event description:
A customer reported that air came from the valve into the eye during surgery even though the air displacement was not being used. The valve was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).